Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the needle bellows drain (vl57a) was sticking causing the leak. The fse replaced the vl57a which resolved the leak. The fse also discovered that the instrument was giving retic vote outs as a result of a malfunctioning blood/stain aspiration pump (pm11). The fse replaced the pm11 as well as replaced all associated tubing in the retic area and the sheath tank as preventative maintenance. The retic issue was not associated with the leak reported by the customer. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that while running controls approximately less than 10 mls of blood had leaked inside the needle bellows of the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.